Manufacturer narrative:
Updated: device evaluated by MFR; eval summary attached; method codes; result codes; conclusion codes. Device evaluated by MFR: promus element plus mr ous 4.00 x 12 mm stent delivery system (sds) was returned for analysis. The device was returned with the stent detached as it had been deployed in the procedure. The manufacturing crimp data for this device was reviewed and the maximum crimped stent profile was found to be within specification. The stent delivery system was returned loaded in a guide catheter. The guide catheter returned was kinked at the distal end. The bumper tip of the device was examined and no issues were noted. The balloon was crushed and bunched at the guide catheter tip end. There was evidence of hardened balloon media in the balloon. The device was soaked in a water bath at 37 degrees celsius for 24 hours to aid analysis. The balloon was pulled distally after soaking to allow for inflation. The balloon was inflated to 16 atmospheres and deflated using a hand held encore device (verified using pressure indicator); no issues were highlighted. The device was withdrawn proximally to exit the proximal end of the guide catheter with no issue. A visual and tactile examination of the hypotube found that there were several hypotube kinks. An examination of the shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that during a coronary artery stenting treatment procedure, withdrawal difficulty occurred. The patient presented with cardiogenic shock due to st-elevation myocardial infarction (stemi) and was unstable at the beginning of the procedure. The soft thrombotic target lesion was located in the right coronary artery (rca) with 99% stenosis and was 35 mm long with a reference vessel diameter of 4.5 mm. The lesion had thrombus formation. After pre-dilation with a 3.5 x 15 mm nc balloon catheter for four times, a 4.00 x 12 mm promus element plus stent was deployed. Following stent deployment and balloon deflation, the physician tried to withdraw the catheter, but the balloon could not be retracted into the guide catheter and stuck at the tip of the guide catheter. The device was removed with the guide catheter and guide wire together, thus delayed the procedure for the patient in a very difficult clinical condition. Three more 4.0 mm promus element stents with different length were deployed in the rca. The patient¿s status was stable.

Manufacturer narrative:
Dob: 1945. Device is a combination product. (B)(4).

Event description:
It was reported that during a coronary artery stenting treatment procedure, withdrawal difficulty occurred. The patient presented with cardiogenic shock due to st-elevation myocardial infarction (stemi) and was unstable at the beginning of the procedure. The soft thrombotic target lesion was located in the right coronary artery (rca) with 99% stenosis and was 35mm long with a reference vessel diameter of 4.5mm. The lesion had thrombus formation. After pre-dilation with a 3.5x15mm nc balloon catheter for four times, a 4.00x12mm promus element plus stent was deployed. Following stent deployment and balloon deflation, the physician tried to withdraw the catheter, but the balloon could not be retracted into the guide catheter and stuck at the tip of the guide catheter. The device was removed with the guide catheter and guide wire together, thus delayed the procedure for the patient in a very difficult clinical condition. Three more 4.0mm promus element stents with different length were deployed in the rca. The patient¿s status was stable.